Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 was returned for evaluation. Upon visual inspection, a tear was noted to the catheter shaft at the proximal end of the balloon. An in-house presto inflation device was used to inflate the balloon and during inflation, water was noted leaking from the tear noted to the catheter. Under microscopic examination, no rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is unconfirmed for reported balloon rupture as no rupture was noted to the balloon. However, the investigation is confirmed for the identified tear as a tear was noted in the catheter. A definitive root cause for the reported balloon rupture and identified tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via cross-over approach, pta the balloon allegedly had a leakage during third dilation at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via cross-over approach, pta the balloon allegedly had a leakage during third dilation at 8 atm. The procedure was completed using another device. There was no reported patient injury.